Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator could not be switched to user mode and could not be entered into service mode during installation at the customer site. There was no patient involvement.